Event description:
It was reported that pump touchscreen was cracked and shattered, leaving screen illegible and unresponsive, and caller was unsure how damage occurred. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged warranty replacement pump, confirmed shipping address, instructed customer to place damaged pump in storage mode and return it with prepaid label, and advised customer to reenter pump settings and reconnect continuous glucose monitor on replacement device.